Event description:
The patient was revised becasue of wear, subsidence and possible infection.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not verify or identify any product contributioin to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers this investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.